Manufacturer narrative:
This report is associated with (B)(4): biotene moisturizing mouth spray (2013 formulation). Biotene moisturizing mouth spray (2013 formulation) is marketed as biotene mouth spray in the us.

Event description:
Nearly choked [choke on medication] case description: this case was reported by a consumer via call center representative and described the occurrence of choke on medication in a (B)(6) female patient who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray (batch number (B)(4), expiry date 31st may 2017) for dry mouth. On an unknown date, the patient started biotene moisturizing mouth spray (2013 formulation) (oral) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene moisturizing mouth spray (2013 formulation), the patient experienced choke on medication (serious criteria gsk medically significant) and product use issue. The action taken with biotene moisturizing mouth spray (2013 formulation) was unknown. On an unknown date, the outcome of the choke on medication was recovered/resolved and the outcome of the product use issue was unknown. It was unknown if the reporter considered the choke on medication to be related to biotene moisturizing mouth spray (2013 formulation). Additional details, the report was received via genpact hub from a consumer. The consumer reported that she nearly choked because of biotene mouth spray which went straight to her throat. She mentioned that she decided to use the mouth spray because she was having dry mouth due to medications. According to her, she was okay but, finds that the product was very unpleasant to use. She also stated that she used another spray from hamilton before which comes out as a mist. No further follow up required as the event was resolved.